Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/05/2024, it was reported by a patient via email that an unknown fixation plate had broken and one of the screws is backing out of the bone. This occurred after use in a case, patient affects unknown. "I had bunion surgery in (B)(6) 2022 and they used one of your plates. Three months post surgery all was good, about three months later the screw they used was coming out of the side of my toe. Further xrays show the plate(yours) was broken." Additional information requested on 1/12/24.